Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received report that during the procedure, it was difficult to advance the navien intermediate distal access catheter upper despite several attempts. It was noted that the navien catheter and all accessory devices had been prepared per the instructions for use (IFU). When the catheter was withdrawn, it was found that the coating was missing from the tip end. The catheter was replaced to successfully complete the procedure. There was no harm or injury to the patient what was undergoing a coil-assisted aneurysm embolization procedure via femoral access. Vessel tortuosity was moderate.

Event description:
Additional information received that the continuous flush was administered during the procedure.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: ¿ as found condition: the navien catheter was returned for analysis within a shipping box and a plastic bio-pouch. ¿ damage location details: no damages were found with the navien catheter hub. No bends or kinks were found with the navien catheter body. The navien catheter distal tip was found to be in good condition. ¿ testing/analysis: compared to the drawing, the distal ~40.0cm of the navien catheter is hydrophilic coated. The surface of the distal ~40.0cm of the navien catheter was examined under microscopy, and no issues or defects were found. The navien catheter was hydrated, and the hydrophilic coating appears intact. ¿ conclusion: based on the device analysis and reported information, the customer¿s ¿difficulty navigation¿ and ¿coating removal during use¿ reports could not be confirmed, and the cause could not be determined. Possible causes of ¿difficulty navigation¿ include patient vessel tortuosity, damage to the guidewire, catheter damage (i.e., kinked, bent, ovalized), or lack of continuous flush during delivery. Possible causes of ¿uneven/inadequate coating¿ include patient vessel tortuosity or lack of continuous flush. No damages were found with the returned navien catheter that would have contributed to the reported event. In addition, a continuous flush was administered during the procedure. Therefore, catheter damage and lack of continuous flush were ruled out as potential causes. The guidewire used in the event was not returned; therefore, an analysis could not be performed, and any contributing factors could not be assessed. It is possible that the patient's moderate vessel tortuosity contributed to the reported event. However, the cause could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.